Manufacturer narrative:
The customer has been contacted multiple times to return the device and have it replaced, but they have not yet responded. On (B)(4) 2013 safety alert notice c/r 3002472-5-07-2013-0001-c was also issued to all customers to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.

Event description:
(B)(4).